Event description:
Graseby syringe pump 3400 malfunctioned while in "bolus mode" infusion setting during adenosine stress test. Calculations and settings on pump were appropriate, but pump started delivering 2x the proper dosage - infusion was immediately stopped.